Event description:
A report was received that the pt was not receiving stimulation. X-ray revealed that the paddle lead was upside down. Pt had a revision surgery where the paddle lead was moved right side up. The pt was reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.